Event description:
The target lesion was the right renal artery. The vessel was moderately calcified, moderately tortuous and 90% stenosed. Access site was right brachial artery. The physician felt the guide wire (deja-vu, filmec) was caught in the guiding catheter ((B)(4), complaint product) frequently during the procedure. The hub of the guiding catheter was found cracked, and the wire seemed to be caught in the crack. The procedure was completed using another catheter successfully. There was no pt injury. The device was not torqued or steered by the hub. There was no difficulty removing the product from the package.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.